Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Customer had assistance from emergency medical technicians who provided fluids and carbohydrates to address bg. The customer could not recall what type of fluids they received. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.